Event description:
Re: aerohneb go nebulizer. As a consumer, this model unit has failed for me 3 times. This nebulizer consists of a nebulizer chamber -two hard plastic pieces, one with the electronics+ a cap and a mouthpiece; a power supply unit, and a cable to connect the two. The original purchase was in 2009, but it had been recommended. In the place where they were unfamiliar with this unit. Within a few weeks, I noticed that there was a crack in the case of the part that houses the electronics where the cable entered; aeroneb replaced that with the unit listed above. Aeroneb explained to me that they had a bad batch of poorly annealed product. The new one immediately had problems with the electrical connection. I could see no break and had the same problem with the leftover cable from the first unit. I hypothesized a salt bridge and went to extraordinary effort to wash the connections, then dry the cable -you can drive a lot of water out of a connector if it is swung in circles around over your head at radius of 2 feet. But that did not change things. I think the unit was sent to aeroneb, which replaced the cable and said the problem was a salt bridge. It did work better, but by then I did well without a nebulizer, until this week. The unit now has a rack in the same part of the device. At this point, as a consumer/physician, I have to wonder if the entire product is fragile/poorly designed. I have been able to get it to work when I needed it to, but it often required patients, struggling and disconnect/reconnect the device that someone with more limitations might not be able to do. I have the original unit but would have to look it up its s/n. As I report this my intention is to return it and get a refund from manufacturer. I do not know if they will honor that. I do not consider it reliable. Diagnosis or reason for use: asthma.